Manufacturer narrative:
H3: off label- age <21. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -1.50/6.0/110 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2022, the lens was removed. Reportedly, "halos because of thr remaining cylinder." The problem was resolved. Cause of the event is unknown. It was also reported, "the doctor implanted an ipcl with a higher cylinder +1/+8/a80.

Manufacturer narrative:
Additional data: h6- health effect - impact code: "4629" should be removed and "4627" should be added. H6- medical device problem code: "1401" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -1.50/6.0/110 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The patient experienced glares/haloes. Reportedly "haloes because of the remaining cylinder". On (B)(6) 2022 was explanted and the problem was resolved. Additional information provided: "the doctor implanted an ipcl with a higher cylinder +1/+8/a80. The patient is happy!". The cause of the event is unknown. Claim# (B)(4).